Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(4) 2017, the receiver displayed errhwbbt . No additional patient or event information is available. No product or data were returned for evaluation related to the complaint.. However the usb cable and power supply was returned. The complaint could not be confirmed. A root cause could not be determined.